Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged with another iol because the pt could not see clearly and there was a refractive surprise. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).